Event description:
(B)(6) 2013 - rbs -the dealer reported that the unspecified power wheelchair would go on tilt but would not go back into a straight seating position. There was no patient injury reported.